Event description:
It was reported that during a lap nephrectomy, the seal ripped when the surgeon placed his hand in the device. Used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 02/13/2008. Information anticipated, but unavailable at this time.